Event description:
It was reported that when attempting to backload the system over a guidewire during preparation for use, the inner catheter move forward & advancement stopped. Another of the same make had no difficulty in advancing over the same guidewire to complete the procedure without further complications.